Event description:
On 02/22/2000, the distributor's sales rep informed the MFR's (MFR.) Rep that a customer in the territory experienced a problem with the device in question. Sales rep requested that a blank product complaint report (pcr) form be faxed for completion. Additionally, sales rep stated that prior to implant, the device would not flush. On 02/23/2000, the MFR received the pcr form via fax from the distributor sales rep that states the following: never put in pt, was not able to flush catheter when taken out of the box. No further details were provided.